Event description:
It was reported that during the implant this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pace impedances measurements in several different positions. The lead was thus not used and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned, thus will not be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pace impedances measurements in several different positions. The lead was thus not used and was replaced. No adverse patient effects were reported.